Event description:
It was reported that an asymptomatic patient presented in clinic for follow up to upgrade the cybersecurity firmware upgrade. The upgrade was unsuccessful and the device went into backup vvi mode. The device was reprogrammed. The doctor elected not to attempt the upgrade.